Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate hv shock due to lead noise. The lead was imaged and externalized conductors were observed. The patient was stable and will continue to be monitored with routine follow-ups.